Manufacturer narrative:
.

Event description:
It was reported that approx. 3 weeks ago, the patient presented to the hospital with flu-like symptoms and increased pain. Then at the patient's refill visit today, the pump had a reservoir volume discrepancy (the expected residual volume was 2.2 cc; the actual residual volume was 13 cc). The patient was being supplemented with oral oxycontin 30 mg/bid. The pump was programmed to deliver morphine 25mg/ml at 4 mg/day. Additional information has been requested from the hcp, a follow-up report will be submitted if additional information becomes available.